Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the access 2 immunoassay system for one pt sample. Customer tested a sample for accu tni and obtained a result of 0.54ng/ml and 0.02ng/ml was obtained as a result of a reflex condition. Upon repeat, this sample gave a result of 0.02ng/ml. The erroneous result was not reported outside of the laboratory. The customer stated that no death, injury, or changed to pt treatment occurred as a result of this event.

Manufacturer narrative:
Per customer, the sample type was plasma with lithium heparin and was collected via venipuncture into a greiner plastic tube without gel. The sample was noted by the customer to be short draw. Centrifugation occurred for 10 mins as suggested by the tube MFR. Sample testing occurred from 1 ml insert cup for both initial and repeat testing. Qc performed within 24 hrs prior to the event resulted within range. A field service engineer (fse) was onsite on 05-29-08: fse reviewed qc data, and found no unusual occurrences. Fse reviewed last system check data, and confirmed all parameters within specs, and then performed verification which passed. Fse discussed pre-analytical sample handling issues with customer, and provided the customer with a copy of the bci technical bulletin regarding pre-analytical sample handling and known interferences. Although, pre-analytical variables may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.